Event description:
The scanner is used to count soft or count items using a bar code. The staff closed the report and re-opened as appropriate. At the end of the procedure when the staff wanted to download the report they placed the scanner into the charging base and it was noted the report would not download. The usual procedure is to shut down the pc and reboot which was done without success. Staff used another charging base without a successful download. Troubleshooting per company procedure was done that included a warm re-boot then cold re-boot without success. Company contacted who provided report. The scanner which was determined to have malfunctioned was returned to company. Company suspects the scanner may have malfunctioned. Surgicount medical has been very responsive to our needs and cooperative in quickly resolving these downloading issues. No harm to any patient- but potential for loss of data in the medical record.======================manufacturer response for surgical bar code scanner, surgicounter by honeywell (per site reporter).======================they are in the process of replacing all the charging bases for the scanners. Also they will examine all scanners and replace/repair as needed.